Manufacturer narrative:
Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump had replace battery alert battery failed alert. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert. The device will be returned for analysis.